Manufacturer narrative:
As reported, the 4mm x 10cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion and inflated; however, it ruptured between 10 and 12 atmospheric pressure (atm) after the pressure exceeded its nominal pressure at eight atm. It was then replaced with another same sized (non-cordis) balloon catheter along with a drug coated balloon and the case was completed successfully. There was no reported patient injury. The saber device was used for pre-pta. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. No kinks or any other damage was noted to device prior to inserting into the patient. The lesion was the left superficial femoral artery with obstruction. A back-up was made by an approach made from the right inguinal to the opposite with a guiding sheath (6f, unknown). A guidewire (0.014, unknown) crossed the lesion. The lesion had a moderate to severe calcification with moderate tortuosity. The vessel had a 100% stenosis as the device was used for a chronic total occlusion (cto). A non-cordis indeflator was used for the procedure and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The catheter never kinked while being used. The product was removed from patient intact (in one piece). The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82191573 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with moderate tortuosity and a chronic total occlusion likely contributed to the reported event as calcification is known to cause damage to balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 4mm x 10cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion and inflated; however, it ruptured between 10 and 12 atmospheric pressure (atm) after the pressure exceeded its nominal pressure at 8 atm. It was then replaced with another same sized (non-cordis) balloon catheter along with a drug coated balloon and the case was completed successfully. There was no reported patient injury. The saber device was used for pre-pta. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty noted when removing the stylet or any of the sterile packaging components. No kinks or any other damage was noted to device prior to inserting into the patient. The lesion was the left superficial femoral artery with obstruction. A back-up was made by an approach made from the right inguinal to the opposite with a guiding sheath (6f, unknown). A guidewire (0.014, unknown) crossed the lesion. The lesion had a moderate to severe calcification with moderate tortuosity. The vessel had a 100% stenosis as the device was used for a chronic total occlusion (cto). A non-cordis indeflator was used for the procedure and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance while inserting the balloon through the guide catheter. The catheter never kinked while being used. The product was removed from patient intact (in one piece). The device will not be returned for analysis as it was discarded at the hospital.